Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion error. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. Downstream occlusion alarms were verified through a review of the event history log however a cause was unable to be determined. The device was found to be within specification in relation to the reported downstream occlusion alarms which were not reproduced. The link will be adjusted to verify downstream tubing guide depth. Should additional relevant information become available, a supplemental report will be submitted.